Event description:
Nurse was scrubbing and noticed the tip of the electrosurgical pencil was smoking. Removed from service. The surgical pencil, tip, and argon beamer were changed. This event occurred in the main operating room.